Event description:
It was reported that the patient experienced leg weakness and was admitted to the hospital. It was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The device was reprogrammed and the issue was resolved.